Event description:
Patient reported she was unable to program a bolus by using the side up/down buttons on the infusion device. Patient stated the buttons did not respond normally. Patient reported she had to deliver insulin by priming the infusion set. Patient is currently pregnant. No further information is available. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.